Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was unable to communicate with any external devices approximately 25 days after an unrelated procedure. Reportedly, surgical intervention was planned as the next course of action to address the issue. Follow-up identified surgery took place on 05/17/2017 wherein the ipg was explanted and replaced with a new device which resolved the issue.